Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after loading the cartridge with approximately 150 units of insulin. Customer's blood glucose level was 107 mg/dl. Customer was able to successfully load the cartridge and resume insulin therapy.